Event description:
Devices consist of a polypropylene or teflon mesh with the mesh attached to a .046 inch diameter nitinol cable that surrounds the mesh and is designed to keep the mesh taut. X-rays approx 1 year after implant as part of preparation of an authoritative journal article have just shown that a slight separation has occurred in one place on the nitinol cable. This has occurred in four implants. The product appears to continue to be efficacious and the pts have no complaints, complications, or symptoms.

Manufacturer narrative:
Investigation is continuing. Device history records have been evaluated and do not reveal any component deficiencies. Of the approximately 4000 polypropylene and approximately 1000 teflon implants to date these are the first instances of separation reported to the MFR. Additional 510k#'s k083467, k080393, k083467. Additional surgery date: (B)(6) 2010. Additional follow up x-ray date: (B)(6) 2011. Additional model#: rb-ovl-xl-ptfe, rb-hyb-l-pp, rb-ovl-m-ptfe. Additional model name: hrd v oval extra large, hrd hybrid large, hrd v oval medium. Additional device MFR date: 01-2009, 09-2009, 01-2009. Additional sterile lot number: 080159, 090085, 080157. Additional expiration date: 06-2010, 08-2012, 06-2010.